Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient (pt) experienced peritonitis manifested by stomach pains, cloudy effluent, and confusion coincident with peritoneal dialysis (pd) therapy. The pt was seen at the hospital for the peritonitis and treated with tobramycin (dose, frequency, and rate not reported) and sent home. The peritonitis did not resolve and the pt was hospitalized a week later. The pt was started on an unspecified antibiotic (IV, frequency and dose not reported), pd therapy was discontinued and the catheter was removed. The patient was started on hemodialysis and their hospitalization was ongoing. The cause of the peritonitis was unknown. The patient had not recovered from the peritonitis. No additional information is available.